Manufacturer narrative:
Conclusion - summary of investigation findings: the use of the wound vac alters the graft's contact with tissue and is the likely root cause fo the graft degradation. Other factors that are unknown, but could contribute to the graft degradation; include the amount of tension placed on the graft and whether infection was present. The potential complications reported in the IFU note premature degradation as one of the adverse reactions possible with the use of any prosthesis.

Event description:
Dr. (B)(6) performed a removal of an abdominal tumor on (B)(6) 2014 and placed a hernia graft. A wound vac was place after the original procedure to encourage tissue incorporation and to protect he bowels. Black foam was used with the wound vac and the pressure setting was at 125. Within one week after the procedure, the hernia graft had started to break down along the edges and the bowels were exposed. The patient was taken to surgery and the graft was removed and another biodesign hernia graft was placed. Per the associated cook sales representative, dr. (B)(6) was not submitting this feedback as a complaint. This second biodesign hernia graft also degraded and led to bowel exposure and the patient returned to surgery. The biodesign graft was removed and the vicryl mesh was then placed. Dates of the placement of the second biodesign hernia graft and the placement of the vicryl mesh are unknown. The patient's current status is unknown. MDR 1835959-2015-00029 captures the first biodesign graft degradation.